Event description:
Subject underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2013. The aortic body stent graft was deployed and the polymer filled the graft normally without incident. Upon initiation of cannulation of the contralateral gate, the physician experienced difficulties. The contralateral leg appeared twisted, but otherwise the rings on the leg were normally filled and open. The physician attempted to cannulate the contralateral gate for approximately 20-25 minutes with no success. The physician decided to demate the aortic body delivery system from graft and the ipsilateral iliac limb was deployed. The physician attempted again to cannulate the contralateral gate using multiple methods including an up and over approach and brachial approach and was not successful. The physician decided to implant an aorto-uni iliac device and performed a fem-fem bypass to exclude the aneurysm and complete the case.

Manufacturer narrative:
The procedure was prolonged due to the complications to cannulate the graft requiring adjunctive procedures. The pt tolerated the procedure well and there were no pt sequelae as a result of the event.